Event description:
Pt underwent an ercp and subsequently developed pancreatitis and respiratory problems. An erbe was used during the procedure. Pt required hospitalization and intervention to prevent permanent impair/damage. The gastroenterologist believes the device is defective.